Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that water leaked from between the water bag spike and the feedset tubing on two mr290 autofill humidification chambers. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the water feedset of the returned mr290v chamber was visually inspected for the reported damage. Results: the reported fault was confirmed. A visual inspection revealed that insufficient glue had been applied between the connection of the feedset spike and tube, causing it to leak. A lot check revealed 4 other complaints of this nature for lot number 100220. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that water leaked from between the water bag spike and the feedset tubing on two mr290 autofill humidification chambers. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The complaint chambers are currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the complaint chambers and completion of our investigation.